Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2011-08306. It was reported that during the attempted implant procedure, the physician was unable to place the leads at the right location due to pt anatomy. A second set of leads produced the same result. The pt had other health issues and had significant amount of blood loss during the procedure. The case was aborted due to the pt anatomy and health concerns.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of pt anatomy could not be confirmed via laboratory testing. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.